Event description:
The hub from the trellis device was broken. We were able to use it without injury to the patient. It was not handled improperly to cause it to break. The device broke just at the start of the procedure.